Event description:
It was reported that following battery replacements on (B)(6) 2013, they still had high impedances. Additional information has been requested but was not available as of the date of this report. Refer to manufacturing report # 3004209178-2013-20800 for report on patient's second device.

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator product ID 3387-40, lot # v004231, implanted: (B)(6) 2006, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3387-40, lot # v004233, implanted: (B)(6) 2006, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).